Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's reports of "device doesn't charge to set energy" and "unit shut down" were verified and attributed to a faulty transistor located on the ECG board. The faulty transistor caused the device to draw an excessive amount of energy, which depleted the battery when trying to charge the device for defibrillation causing the charge error and an abrupt shutdown. The ECG board was scrapped and replaced to remedy the reports. The customer's report of the device will not power back on was not replicated or confirmed. The device was able to be powered on using a known good test battery. Log review is unable to confirm if the device was unable to be powered back on, as it cannot be determined what troubleshooting method the user performed in attempt to repower the device. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to charge , inappropriately shut down, and would not power up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.